Event description:
Customer reportedly, obtained results of 600 mg/dl, 62 mg/dl, and 570 mg/dl on the advantage system within 10 minutes. An additional comparison reports a result of 570 mg/dl on the advantage system and 180 mg/dl on a professional device within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.